Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that their ilet device would not unlock after a meal. The user also noted a small dent on the device housing above the display clock. Blood glucose was not affected at the time of the report. A replacement ilet was arranged, and the user was instructed on data sync, return procedures, and device shutdown. No hypoglycemia, hyperglycemia, or other adverse health effects were reported. The event outcome was that the user remained stable.